Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: japan. E1: telephone: (B)(6).

Event description:
It was reported that during surgery, the device did not properly mesh. No harm or surgical delay noted. Graft was damaged but no additional graft was needed. Another device was used to complete the procedure. Diligence is complete.